Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1809901) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the 5f mynxgrip vascular closure device (vcd) was pulled out. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel level of tortuosity is moderate. The stick location was normal. The mynx vcd was prepped according to instructions for use (IFU). The sealant was dislodged, but not because of at tube. The patient is thin. Hemostasis was achieved with manual compression in less than 30-minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of the 5f mynxgrip vascular closure device (vcd) was pulled out. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel level of tortuosity is moderate. The stick location was normal. The mynx vcd was prepped according to instructions for use (IFU). The sealant was dislodged but not because of advancer (at) tube. The patient is thin. Hemostasis was achieved with manual compression in less than 30-minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. Sealant was protruding out from slit on outer shuttle cartridge and advancer tube remained inside the shuttle cartridge in manufactured position. The procedural sheath was covering the balloon. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Shuttle down procedure was simulated per mynxgrip instructions for use (IFU). The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f1809901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed through analysis of the returned device. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and the investigation performed, the issue might have been caused by an incomplete engagement of the advancer tube during the procedure. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Additionally, the sealant was found protruding out from slit on outer shuttle cartridge; therefore, it is also possible that the sealant became exposed to moisture prematurely, which increases its profile, and possible prevent the advancer tube from properly engaging to the tamp lock. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down. Failure to open the procedural sheath stopcock during shuttling down step can result in a premature swelling of the sealant since the blood trapped in the device has nowhere else to go if the user is providing temporary hemostasis with the balloon. The IFU also states, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.